Event description:
It was reported that a vns patient was in referral to replace their generator due to battery depletion. On (B)(6) 2016 it was reported that the patient was experiencing an increase in seizures. An estimate of battery life calculation using data from the manufacturer's in-house programming history database indicated a minimum of 1.1 years until a near end-of-service condition. No known surgery has occurred to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up was received from the provider 09/24/2016 indicating that the increase in seizure was possibly related to vns. The provider was uncertain if the increase in seizures was above, at, or below, the patient¿s pre-vns baseline. The device was reported to be unable to interrogate. The generator was replaced on (B)(6) 2016 due to battery depletion. The explanted device has not been received by the manufacturer to-date.